Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump was exposed to electrostatic discharge and the buttons stopped readily responding. Customer's blood glucose was reportedly within normal range. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector being unlocked. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.